Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visual inspection found no issues on the pump. The failure mode could not be reproduced as the pump ran without issue under bench test. The root cause of low flow was most likely due to patient condition as no problem was found on the pump.

Event description:
The complainant reported that impella 5.5 was inserted into the left ventricle without complication. The device started at p2 and when it was increased to p6 flows then dropped drastically. Troubleshoot was initiated with no improvement in impella's flows. The impella was exchanged with no patient harm.

Manufacturer narrative:
The impella device was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.